Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing user turned on the device, but the leds of the front panel of the device are not turned on. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, and found there was abnormality of the device. The device worked normally after replacing the circuit board of the device with the spare circuit board. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by some cause.